Event description:
It was reported that during a stage 2 procedure, after the neurosurgeon pulled through the extension to connect it to the lead, it was noticed that the screw needed to secure the extension to the lead was missing. The spare screw from the extension kit was used to replace the missing screw, and an x-ray was performed to determine if the original screw had come out during the tunneling portion of the case. The cause of the missing screw is unknown, and it is not known if the issue has been fully resolved. No further information is available from the healthcare professional, and no additional surgical intervention has occurred or is planned at this time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.